Event description:
At about 4 months after the primary, revision surgery due to periprosthetic fracture. Implants successfully revised.

Manufacturer narrative:
Batch review performed on 31 july 2024 lot 2244052: (B)(4) items manufactured and released on 22-march-2023. Expiration date: 2028-03-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation performed by medical affairs department revision 4 months after the primary, due to periprosthetic fracture. No information regaring a traumatic event was given. The fractures close to the surgery mainly depend on bone morphology and mechanical properties. With the information at hand it is not possible to determine the cause of the event.